Event description:
In 2009, during a follow up investigation for a low drain volume alarm, baxter became aware that the patient had peritonitis. Four days later, the following information was received from the pd nurse; in the same month, the patient presented with cloudy effluent and abdominal pain but was not hospitalized. The patient was diagnosed with bacterial peritonitis. Per the nurse, the patient was treated with ancef (route and regimen unknown). When asked if there was a break in aseptic technique, the nurse stated that the patient's minicap 'came off'. The date that the minicap came off is unknown. The patient did not have an exit site/tunnel infection and does not reuse supplies. Per the nurse, the patient refused retraining. The patient has recovered.

Manufacturer narrative:
The sample was discarded. The lot number is unknown.